Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of the bd solomed¿ syringe with needle broke. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the plunger of the bd solomed syringe with needle broke. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR, maintenance record and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.